Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) error message upon powering up. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error message upon powering up" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the console's air trap holder, likely caused either by a defective suk or attributed to user mishandling. During device inspection, traces of dried saline were observed on the air trap's sensor block. However, no documented complaint was found for a leaking start-up kit (suk) reported by this customer. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with serial number: (B)(4).